Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met expectations. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance between inratio inr result and lab inr result was reported. A patient had a scheduled dental appointment on (B)(6) 2016 and held his warfarin in preparation for the appointment; he also took clindamycin prior to the dental procedure (dates and dose were not provided). It was reported that on (B)(6) 2016 the patient was bruising excessively and woke up bleeding from an unknown location (blood on patient's neck). The patient went to the dental appointment and was sent to the emergency room at (B)(6) where his inr=7.8. Patient was admitted to the hospital for monitoring due to internal bleeding from unspecified location. It was reported that patient did not receive any transfusions or treatments and was released on (B)(6) 2016; patient did not take any warfarin while hospitalized. No inr at time of release was available. The results from inratio and lab inr testing were as follows: (B)(6) 2016: inratio=4.5. (B)(6) 2016: lab=7.8 (time between tests not provided) patient's therapeutic range=2-3. Previous inratio inr results were provided by distributor upon request: (B)(6).